Event description:
It was reported to philips that the device has a faulty capacitor. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service / replacement of the hv capacitor. Upon conclusion of the customer evaluation, it was determined that the customer's problem was attributed to a faulty capacitor, for which a quote was provided. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the device has a faulty capacitor.